Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. It is unknown which lead was fractured, so both are being reported on.

Event description:
Related manufacturer reference number: 1627487-2020-04547, related manufacturer reference number: 1627487-2020-04548. It was reported that the patient was experiencing impedance issues on one lead. The patient was in need of an MRI, so as a result, surgical intervention was undertaken wherein the patient's lead and ipg were explanted and replaced. During the procedure, it was noted that the lead was fractured. Therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.